Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13613. It was reported the pt felt her ipg site heat up when she used her stimulation. Follow-up info identified the pt was still feeling the ipg heat up and stated she also felt like there was water trickling down her leg internally. The pt is receiving excellent stimulation coverage and relief from her scs system. Diagnostic tests revealed all leads were normal. The pt was reprogrammed, which did not resolve the water feeling issue. Pt to follow-up with physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.